Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data.the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available shock impedance trend curve demonstrated a stable progression around 85 ohms between march 2018 and october 2018, with a subsequent sudden increase to >150 ohms, as reported in the complaint text. Furthermore, the provided iegms showed artifacts on all channels, leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that the shock impedance was >150 ohms approx. 107 months after the implant. It was reported that this lead was explanted but no date was provided.